Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter strut detached and embolized into the right ventricle. The device has been removed via percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter strut detached and embolized into the right ventricle. The device has been removed via percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years and sixty-nine days later, ultrasound vascular duplex doppler venous left lower extremity revealed that there was an inferior vena cava filter, which was unchanged from prior computed tomography (CT) scan. Approximately one year later, thrombolysis was performed and revealed that the inferior vena cava was widely patent, and the region of the inferior vena cava filter was clear with no obvious thrombus. Approximately nine months later, computed tomography (CT) revealed that a 2.9 cm linear metallic inferior vena cava filter fragment was present longitudinally within the posterior inferior aspect of the right ventricle. This fragment was appeared to mildly penetrate the inferior right ventricle free wall. No evidence of additional fragments. No obvious central filling defects to suggest pulmonary embolism. Initial anteroposterior and lateral views demonstrated 6 arms and 6 legs which appeared intact in the filter. Inferior vena cava venography demonstrated patent inferior vena cava and the filter was in infrarenal position which was initially intact. Intra-filter thrombus was not present. There was multifocal leg penetration and infrarenal placement with renal inflows seen. The 12-20 mm 6f trilobed snare was advanced through the 12f sheath and used to engage the apical hook. While holding traction upon the snare, the filter was sheathed to the mid legs. During this maneuver, a previously hidden fractured filter arm was revealed. The main filter was sheathed and removed. The white handle forceps were advanced through the sheath to engage the arm fragment, but the fragment could not be secured and it embolized into the right ventricle. The 12f sheath was exchanged for coaxial 10f pinnacle and 8f x 40 cm balkan sheaths over the amplatz wire. The 18-30 mm 7f trilobed snare was advanced through the sheath which was positioned in the right atrium and right ventricle. The sheath was gently deployed into the right ventricle and attempts were made to engage the fragment, but the filter arm was found to be firmly embedded and refractory to retrieval. Therefore, the fragment was left alone. Therefore, the investigation is confirmed for alleged filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.